Manufacturer narrative:
The lead was explanted on (B)(6) 2023. Upon receipt, the lead was found cut 53 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. The analysis showed that the insulation was found rubbed through approximately 7.5 cm proximal to the lead tip, which is assumed to be the root cause of the observed low pacing impedance and oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On 9/22 received alert of low pacing impedance on shock lead via hm. Noise-like waveform was received on nst before that. The patient was to be checked at the outpatient clinic. The patient was admitted to the hospital on 10/5 and is scheduled for a lead revision.